Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Manual injections were administered to address bg. Infusion set tubing and site were changed. Pump system check was performed and pump am/pm time was found to have been reversed. After pump data was reviewed, customer confirmed time issue was due to use error. Tandem technical support assisted customer with correcting time.